Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an alert was triggered due to high pacing impedance. The alert limit was increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring transmission, the pacing impedance on the right ventricular (rv) lead was noted to be steadily rising. The lead remains in use. No patient complications have been reported as a result of this event.